Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The cardiac reader generating the largest discrepancies and the strips were returned for investigation. These items were tested together with retention samples. All results met specification. The results from the three cardiac readers were comparable, therefore an instrument and/or reagent related issue seems most unlikely. No malfunction was observed. With insufficiently anticoagulated patient samples, a lower sample volume over the membrane may lead to a lower signal intensity characteristic, therefore negative results in the negative or low range are possible. No adverse events were reported.

Event description:
As reported by the user facility: leaking of chemotherapy, four separate incidents occurred with 1 bag of ifosfamide, and 3 bags of etoposide. On each occasion, pharmacy tech spiked butetrol set into chemo bag containing chemotherapy, chemo bag and butetrol set sent to floor for pt use. Connected product placed in plastic bag, and cardboard box, transported by hand 5 floors from pharmacy to nursing unit, in same building. Tubing not primed prior to delivery to unit. When product arrived to unit, nurse opened box, noticed that the chemo agent solution had leaked into plastic transport bag, solution also in butetrol and drip chamber. Nurse called for a spill kit, and a code brown was initiated. No pt injury, pharmacist had to remix chemo in product with a different lot #, no further incidence. The sales rep reported the suspicion is that the blue roller was closed, but did not completely occlude the pathway. Add'l info provided by the facility indicated the spill was cleaned up per hospital protocol and no one suffered any adverse sequela associated with the reported incidents. The samples were discarded and were not made available for eval.

Event description:
The user performed a comparison study for troponin t between three cardiac meters and a modular analyzer. The results below are in the following order: the result from the modular, the result from cardiac reader c1 (B) (4) in the laboratory at a remote site, the result from cardiac reader c2 (B) (4) in the emergency department and the result from cardiac reader c3 (B) (4) which is a loan meter. No units of measure were provided. Sample 1: 0.03, negative, negative, negative. Sample 2: 0.17, 0.14, 0.17, 0.17. Sample 3: 0.09, negative, negative, negative. Sample 4: 0.20, 0.18, 0.16, 0.19. Sample 5: 0.13, 0.12, 0.10, 0.12. Sample 6: 0.05, negative, negative, negative. Sample 7: 0.03, negative, negative, negative. Sample 8: 0.12, <0.1, 0.12, <0.1 sample 9: 0.04, negative, negative, negative. Sample 10: 0.06, negative, negative, negative. No information was provided to determine if erroneous results were reported or if patients were adversely affected.

Event description:
The customer reported that a general electric company echo probe was damaged after a completed cycle in the sterrad 200 sterilzer. The damage was described as "the paint on its connector of the probe partially came off." The probe was pouched prior to processing. It is unknown where the device was positioned in the chamber. The age of the probe is unknown. There was no injury reported due to this event.

Manufacturer narrative:
The user performed an additional comparison study for troponin t between two cardiac meters and a modular analyzer. The results below are in the following order: the result from the modular, the result from cardiac reader serial number (B) (4) and the result from cardiac reader serial number (B) (4). No units of measure were provided. On 5/28/10: sample 1: 0.08, 0.1, 0.03-0.10. Sample 2: 0.04, 0.03-0.10, <0.03. Sample 3: 0.07, 0.03-0.010, 0.03-0.010. Sample 4: 0.09, 0.03-0.010-0.03-0.010. On 6/1/10: sample 5: 0.03, 0.03-0.10, <0.03. Sample 6: 0.03, <0.03, <0.03. Sample 7: 0.04, 0.03-0.10, <0.03. Sample 8: 0.08, 0.03-0.010, 0.03-0.010. No information was provided to determine if erroneous results were reported or if patients were adversely affected.